Event description:
During a surgical procedure, the arkon anesthesia machine's display unit was displaying halothane as the selected gas, but it was actually sevoflurane being used. After the case, the machine was removed from service until the gas bench was replaced/recalibrated/tested/cleared by biomed.